Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A shaft kink and fracture/leak was observed located at 75 cm from the tip. Media was returned in the form of a photo. The photo was reviewed which showed the device was fractured and kinked. Media review in conjunction with lab analysis was able to confirm the alleged complaint issue. Nspection of the returned device revealed a shaft kink/fracture leak; however, the kink and leak did not disrupt functional testing of the device.

Event description:
It was reported that a catheter shaft break occurred. The stenosed target lesion was located in the lower extremity veins. An angiojet solent omni catheter was selected for use for thrombectomy procedure. During the procedure, a resistance was encountered after the delivery shaft advanced a certain distance. When the catheter was withdrawn, the physician found that at approximately 80 cm, the delivery shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter shaft break occurred. The stenosed target lesion was located in the lower extremity veins. An angiojet solent omni catheter was selected for use for thrombectomy procedure. During the procedure, a resistance was encountered after the delivery shaft advanced a certain distance. When the catheter was withdrawn, the physician found that at approximately 80 cm, the delivery shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.